Event description:
Info rec'd with returned product that device was explanted due to difficulties pt was having with device, including wound dehiscence, infection and peripheral vascular problems, all of which the hlth care provider felt were due to the pt's underlying diabetes. The therapy had worked well for the pt, and providing her diabetes is better controlled, the physician felt she may be re-implanted at a future date.